Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that she was having difficulty with the implantable neurostimulator (ins). The patient would sometimes vomit when the ins was on, other times she would feel stimulation in her ribs and other times she would feel stimulation everywhere else except where the patient was having pain. The patient later reported on (B)(6) 2016 that the stimulation was working on the wrong side and when they felt stim on the correct side, it was uncomfortable as to where they couldn't eat an hour before or an hour after. To resolve the issues with stimulation, the patient had numerous program changes, had nerve surgery in (B)(6) 2016, but the stimulation was still not right after surgery. These issues had not resolved; the patient's doctor decided to burn the root on left side as before the stimulator (ablation nerve surgery) to stop the pain. The patient had pain on both sides of her body but in the end, the burning helped the left side but not the right side. The patient also experienced back discomfort. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.